Event description:
During stent placement in left anterior descending, when wire was withdrawn, the distal tip of the wire was noted to remain in the vessel. The pt was subsequently moved to open heart surgery and underwent bypass surgery with no complications or difficulties. The small tip of wire was recovered from the diagnonal vessel.